Event description:
It was reported that the customer went to the emergency room (ER) due to diabetic ketoacidosis and a blood glucose (bg) level displayed as ¿high¿ (specific value was not provided). The customer was treated intravenously with fluids and 10 units of insulin. Reportedly, customer left the ER few hours later with the issue resolved. Reportedly, the customer alleged that the pump did not deliver enough insulin, however, the alleged root cause could not be confirmed. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.